Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2 ,reference MFR. Report#: 3006705815-2019-01062. It was reported that the patient experienced a cerebral spinal fluid leak during the patient's trial lead implant procedure. As a result, the physician performed a blood patch, which addressed the issue.

Event description:
Device 2 of 2 reference MFR. Report#: 3006705815-2019-01062.